Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the pt began suffering from discomfort and pain in his hip within 3 months after his surgery. It is further alleged that he feels it shifting and hears a clicking sound when he moves his hip.